Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450; model: db-2202-45; serial: (B)(6); lot: 7070889.

Event description:
It was reported that four days after a lead implant procedure, the patient experienced a stroke and exhibited verbal deficiencies. The physician assessed the event was due to the patient having stopped taking blood thinners prior to the procedure. The leads remain in situ and the patient will undergo rehabilitation. Additional information was received that the patient has some verbal issues and one sided weakness. She is currently in rehabilitation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), lot :7070889.

Event description:
It was reported that four days after a lead implant procedure, the patient experienced a stroke and exhibited verbal deficiencies. The physician assessed the event was due to the patient having stopped taking blood thinners prior to the procedure. The leads were left in situ and the patient will undergo rehabilitation.